Manufacturer narrative:
E was initially received via regulatory authority (reference number: mw5056730) on 19-oct-2015. The most recent information was received on 28-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping right before, during and right after cycle/ severe lower abdominal pain"), menorrhagia ("heavier cycles/ prolonged menses / abnormal bleeding (menorrhagia)") and genital haemorrhage ("severe abnormal bleeding") in a 39-year-old female patient who had essure (batch no. A22173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy, painful intercourse, anxiety, depression and vasectomy. Previously administered products included for an unreported indication: xanax and norinyl. Concurrent conditions included obesity, hypertension, flank pain, pyelonephritis, ear pain, kidney disorder, constipation, weight gain and irregular menstrual cycle. Family history included painful periods. Concomitant products included lisinopril, sertraline and sertraline (zoloft). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, 60 days after insertion of essure, the patient experienced dysmenorrhoea ("painful periods where I am bent over in pain/ severe menstrual pain/ dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), hypoaesthesia ("leg numbness"), paraesthesia ("tingling") and dizziness ("dizziness"). In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), the first episode of pain in extremity ("leg pain"), back pain ("back pain"), the second episode of pain in extremity ("foot pain"), visual impairment ("vision changes"), alopecia ("hair loss / hair loss"), acne ("severe acne"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), cystitis ("bladder infections"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural pain ("painful post-operative recovery"), anxiety ("anxiety worsened"), depression ("depression worsened"), rash generalised ("body rash"), blister ("blister/ blisters") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure devices removal and bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, menorrhagia, alopecia, vaginal haemorrhage, depression and pelvic pain had resolved, the dysmenorrhoea, back pain, the last episode of pain in extremity, visual impairment and dyspareunia had not resolved and the acne, genital haemorrhage, migraine, hypoaesthesia, paraesthesia, procedural pain, urinary tract infection, cystitis, anxiety, rash generalised, headache, vaginal discharge, dizziness, blister and abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, acne, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, visual impairment, the first episode of pain in extremity and the second episode of pain in extremity with essure. The reporter considered abdominal pain, anxiety, blister, cystitis, depression, dizziness, genital haemorrhage, headache, hypoaesthesia, migraine, paraesthesia, pelvic pain, procedural pain, rash generalised, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: onset date of anxiety and depression was reported as (B)(6) 2012 as per pfs (prior to essure start date). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirmed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5056730) in united states on 19-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. The consumer experienced painful periods where she was bent over in pain due to severe cramping right before, during and right after her cycle. She had leg, back and foot pain that comes and goes but at it strongest level of pain. During her cycle she had vision changes, heavier cycles and also pain during intercourse. All events were ongoing. Concomitant medication included lisinopril and sertraline. A serious injury was mentioned but not specified and/or assigned to one of the events. Follow-up received on 11-nov-2015 from consumer: consumers address and date of birth were provided. She is not sure about the lot number. She doesn't know if she has it or where it is. Essure was not removed. Consumer agreed to accept correspondence from bayer. Ptc investigation result was (B)(4)2015-043477. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we ware unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are n indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Follow-up information received on 10-feb-2016: despite follow-up attempts, no response was received to date. Essure consumer general questionnaire received on 23-feb-2016: consumer information was updated. This case refers to (B)(6) female consumer. Previous gynecological problems included pain during intercourse. It was confirmed that essure was insertion on (B)(6) 2013 after a pregnancy. Back-up contraception used after essure insertion was vasectomy done by her husband. In (B)(6) 2013 consumer stated experienced symptoms reported as concurrent conditions: vision changes, severe acne, severe back leg pain, heavy periods, cramps, hair loss and foot pain. Her doctor was concerned about that and gave motrin to her. He also said that she needed to schedule an appointment to her gynecologist to discuss device removal, that visit is pending. Essure devices were not removed, the removal date is pending. Follow up 07-apr-2016: no new information was provided. Follow up received on 11-may-2016: letter undeliverable. Follow-up information received on 03-nov-2016 from legal claim: this case is in litigation. On or about (B)(6) 2013, the plaintiff underwent the essure procedure. On or about (B)(6) 2013, the plaintiff underwent an hsg test which confirmed bilateral occlusion. After the implant, she began suffering from severe menstrual pain, severe abnormal bleeding, prolonged menses, severe lower abdominal pain, severe back pain, pain during intercourse, migraines, leg numbness and tingling, and hair loss. The plaintiff sought medical attention for her symptoms. At the time, neither her healthcare providers nor the plaintiff attributed her symptoms to her essure device. On or about (B)(6) 2016, the plaintiff underwent surgery for the removal of the essure devices. Following the essure devices removal and bilateral salpingectomy, she suffered a painful post-operative recovery. The physical pain and emotional anguish that the plaintiff suffered as a result of these coils is a direct and proximate result of the defendants' failure to disseminate accurate information regarding the safety profile of their product. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented heavier cycles / prolonged menses (interpreted as menorrhagia). Upon follow up receipt, severe cramping right before, during and right after cycle/ severe lower abdominal pain (abdominal pain lower), and severe abdominal bleeding (genital haemorrhage) were reported. Essure devices removal and bilateral salpingectomy were performed. All events are anticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes and abdominal pain may occur. Considering the positive temporal relationship and the lack of alternative explanation, the events were considered related to essure. This case was regarded as incident as a surgical intervention was required. In addition, non serious events were reported. A new product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5056730) on 19-oct-2015. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping right before, during and right after cycle/ severe lower abdominal pain"), menorrhagia ("heavier cycles/ prolonged menses / abnormal bleeding (menorrhagia)") and genital haemorrhage ("severe abnormal bleeding") in a 39-year-old female patient who had essure (batch no. A22173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy, painful intercourse, anxiety, depression and vasectomy. Previously administered products included for an unreported indication: xanax and norinyl. Concurrent conditions included obesity and hypertension. Concomitant products included lisinopril, sertraline and sertraline (zoloft). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced hypoaesthesia ("leg numbness") and paraesthesia ("tingling"). In (B)(6) 2013, 60 days after insertion of essure, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), the first episode of pain in extremity ("leg pain"), back pain ("back pain"), the second episode of pain in extremity ("foot pain"), visual impairment ("vision changes"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), alopecia ("hair loss / hair loss"), acne ("severe acne"), urinary tract disorder ("infection (bladder/ urinary tract/vaginal) type: uti"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criterion medically significant) and dysmenorrhoea ("painful periods where I am bent over in pain/ severe menstrual pain/ dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced anxiety ("anxiety"), depression ("depression") and dizziness ("dizziness"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural pain ("painful post-operative recovery"), cystitis ("bladder infections"), rash generalised ("body rash"), blister ("blister") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure devices removal and bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, menorrhagia, alopecia, vaginal haemorrhage, depression and pelvic pain had resolved, the dysmenorrhoea, back pain, the last episode of pain in extremity, visual impairment and dyspareunia had not resolved and the acne, genital haemorrhage, migraine, hypoaesthesia, paraesthesia, procedural pain, urinary tract disorder, cystitis, anxiety, rash generalised, headache, vaginal discharge, dizziness, blister and abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, acne, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, visual impairment, the first episode of pain in extremity and the second episode of pain in extremity with essure. The reporter considered abdominal pain, anxiety, blister, cystitis, depression, dizziness, genital haemorrhage, headache, hypoaesthesia, migraine, paraesthesia, pelvic pain, procedural pain, rash generalised, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirmed bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: events- "abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: uti, bladder infections, anxiety, depression, body rash, headaches, pain, vaginal discharge, dizziness, blister, abdominal pain", reporter, lot number, concomittant condition and drug added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: unconfirmed quality defect - plausible. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-feb-2017: ptc investigation result received. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented heavier cycles / prolonged menses (interpreted as menorrhagia). Upon follow up receipt, severe cramping right before, during and right after cycle/ severe lower abdominal pain (abdominal pain lower), and severe abdominal bleeding (genital haemorrhage) were reported. Essure devices removal and bilateral salpingectomy were performed. All events are anticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes and abdominal pain may occur. Considering the positive temporal relationship and the lack of alternative explanation, the events were considered related to essure. This case was regarded as incident as a surgical intervention was required. In addition, non serious events were reported. The updated product technical assessment concluded a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.